Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response on the escape button due to moisture damage on keypad traces noted. No unexpected bolus anomalies noted, the bolus feature functioned properly during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Pump started bolusing on its own. Customer's blood glucose level was 230 mg/dl. Customer took the pump off to have a shower and put it in suspend mode. Customer started bolusing itself after the buttons stopped responding. There are also cracks on the pump where the reservoir goes in and on the lid to the battery compartment. Customer stated that the pump was dropped a few times, but customer is unsure what exactly caused the cracks. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.